Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that hill rom centrella bed interfered with a philips fm50 fetal monitor while monitoring a baby's heart rate. No adverse event to the patient/user was reported.

Event description:
It was reported that hill rom centrella bed interfered with a philips fm50 fetal monitor while monitoring a baby's heart rate. No adverse event to the patient/user was reported.